Manufacturer narrative:
One 72204398 8x20mm biosure regenesorb screw was used for treatment but was not returned for evaluation. Due to product unavailability, conclusions, investigation and evaluation were limited. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue and patient condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) use inconsistent with instructions for use recommendations. 2) site prep with alternate type or recommended size instruments. Per instructions for use: read these instructions completely prior to use. Known hypersensitivity to the implant material. Where material sensitivity is suspected, appropriate tests should be made and sensitivity ruled out prior to implantation. Adverse reactions listed are: mild inflammatory reaction, foreign body reaction, infection, both deep and superficial, allergic reaction. Hazards associated with reuse of this device include, but are not limited to, patient infection and/or device malfunction. Final product met predetermined specifications upon release to distribution.

Manufacturer narrative:
Event description updated.

Event description:
It was reported that after a knee arthroscopy aco reconstruction procedure, the patient is having an allergic reaction to the screw. The skin is breaking down and pushing pieces of the screws out. The adverse event was treated with the removal of pieces and irrigation and debridement.

Event description:
It was reported that after a procedure, the patient is having an allergic reaction to the screw. The skin is breaking down and pushing pieces of the screws out. It is unknown what was used to treat the adverse event and the outcome of the patient.